Event description:
The resident was being transferred in the lift, when the sling allegedly slipped off one of the hooks, causing the consumer to slide out of the lift onto the floor. The consumer allegedly sustained a fractured left hip and right femur. (B)(4).

Manufacturer narrative:
RMA 859765578-l has been initiated for this issue. Model rhl450-1 serial number/date code (B)(4) is approximately 13 years 4 months old. The user manual part number 1078987 was issued with this device. The user manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the user manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumers medical condition, stability and medication regimen are unknown . The consumers age, height and weight are unknown. The consumers technique while using the device is unknown. The maintenance history of the device is unknown.

Event description:
The resident was being transferred in the lift, when the sling allegedly slipped off one of the hooks, causing the consumer to slide out of the lift onto the floor. The consumer allegedly sustained a fractured left hip and right femur. (B)(4).

Manufacturer narrative:
(B)(4) issued mfg report #3004493922-2011-00066. The facility replaced the hanger bar and sent it back for an evaluation. Inspection of the hanger bar does not reveal any nonconformance. The hanger bar is in good condition and there was no malfunction indicated. The lift remains in use. RMA (B)(4) has been initiated for this issue. Model rhl450-1 (B)(4) is approximately 13 years 4 months old. The user manual part number 1078987 was issued with this device. The user manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the user manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumers medical condition, stability and medication regimen are unknown . The consumers age, height and weight are unknown. The consumers technique while using the device is unknown. The maintenance history of the device is unknown.